Event description:
Reporter indicated that vns pt has experienced "lots of" petite mal seizures over an eight-month period and can no longer feel magnet mode stimulation. The pt also complained of hoarseness during this time along with a more recent earache. The pt was reportedly diagnosed with carotid inflammation by an ent. Treating neurologist indicated that it was unk whether the pt's symptoms were related to the vns therapy. Investigation to date has been unable to determine whether the pt has experienced an increase in seizure activity above pre-vns baseline frequency.